Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿an occlusion alarm was triggered¿ was not confirmed. The measured values were within product specifications. A "high pressure" alarm was recorded in the event log multiple times. The device was returned to the customer with no repair provided because no reported issue was observed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that an occlusion alarm was triggered. The event occurred during priming before patient.